Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose ad the insulin pump was not delivering insulin. Customer's low blood glucose value was 54 mg/dl at the time of the incident. The customer reported highs of 320 mg/dl, but stated that they were usually under 200 mg/dl. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they were not receiving insulin as the two black o rings were not moving inside the reservoir. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime device during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.